Event description:
Information received with return of the explanted device notes intermittent exit block. The leads tested normal. Therefore, the pulse generator was replaced. There were no consequences to the patient.